Event description:
The lay user/patient contacted lifescan (lfs) in 2006 alleging that her ultra mter would not power on. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached by telephone for further clinical information. On march 16, 2006 at around 9:30 am-the patient experienced symptoms of feeling dizzy blurred vision, sleepy and "memory". The patient tried to test her blood glucose; however, the meter did not power on. The patient did not take her insulin or eat anything because she was unsure of what her blood glucose reading was at the time. The patient waited till her daughter came home in the evening. Her daughter took her to the hospital where her blood was around 227 mg/dl - 250 mg/dl at 7:00pm. The patient was treated initial reading in the hospital nad the whether the 227 - 250 mg/dl reading was taken after insulin was given. The patient was using the correct vial of test strips and the meter did not power on by pressing the power button. Customer care agent (cca) had the patient insert the test strip all the way into the meter and the battery was over a year old and patient did not have a replacement battery. The complaint is being reported because the patient was unable to test on her meter when experiencing symptoms and was treated by a medical professional with insulin for hyperglycemia.